Manufacturer narrative:
Product number 340-4114 is currently under recall z-1440-2011. Lot cf1101404 is not part of the recall.

Event description:
Information received indicates the customer experienced air-in-line alarms. No patient impact.